Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure to fix a vaginal prosthesis on (B)(6) 2013. According to the complainant, during the procedure, when passing the sutures with the capio device, the bullet needle detached from the suture. This happened for 3 sutures; in the case of one of them the needle remained in the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure to fix a vaginal prosthesis on (B)(6) 2013. According to the complainant, during the procedure, when passing the sutures with the capio device, the bullet needle detached from the suture. This happened for 3 sutures; in the case of one of them the needle remained in the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The event: needle detached.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.